Manufacturer narrative:
(B)(4). The opened device was received for evaluation. Visual inspection revealed that there was a slight crack on the device. The dimensions of the device were measured and found to be within specification. The reported condition was confirmed. The cause of the condition was not determined. To correct the condition, the supplier of the component was notified of the issue and awareness was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a crack on a minicap device. This event was noted during patient use, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.